Manufacturer narrative:
The event has not been verified by the ophthalmologist. The complaint investigation is ongoing and a follow up report will be submitted.

Event description:
Patient reports being treated for iritis after use of the device. Patient reports the contact lenses used were either torn through the middle or had small cuts in the sides. Patient believes he developed iritis as a result of micro tears on the lenses. The ophthalmologist was contacted who confirmed having a patient with this name in their database, however to date, the ophthalmologist has not verified this event.